Event description:
The report received from the affiliate indicated that one-year after the index procedure, the pt was found to have in-stent restenosis of previously implanted cypher select plus stents. The pt had a total of three cypher select plus stents implanted in overlapping fashion in the mid right coronary artery (rca) target lesion. Add'l info has been requested.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2008-01106, # 9616099-2008-01107, and # 9616099-2008-01108.